Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 580 mg/dl) and a correction bolus was delivered to address bg. Customer alleged pump was not delivering properly. Pump system check was performed; no device issue was identified and pump was delivering insulin as expected. However, customer requested pump be replaced. Customer continued to use pump for insulin therapy.